Manufacturer narrative:
Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown. The patient history buffer files showed the algorithm was functioning as intended, correctly responding to continuous glucose monitor inputs.

Event description:
It was reported the patient's blood glucose levels rose to 270 mg/dl, while wearing the pod between 1 and 4 hours on the infusion site (arm). As treatment, the patient changed out the pod.